Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: dislodged stent. It was reported that the stent dislodged during prep, but was not noticed until they were ready to deploy the stent inside the pt. The stent delivery system balloon inflation resulted in a dissection requiring two stents be placed to cover both the target lesion and dissection. The stent was located in the protective sheath. No pt effects were reported. No additional event or pt info is available.

Manufacturer narrative:
Results: product performance engineering was unable to complete the evaluation of the event at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the sds was returned with blood visible on the shaft, balloon and in the guide wire lumen. There was dried contrast on the shaft and in the inflation lumen and in the balloon. The implant was returned dislodged and on the stylet covered by an orange protective sheath. There was no other damage noted to the stent implant. The balloon was loosely folded. There were crimp marks on the balloon and between the markers. There was no other damage noted to the sds. A snap gauge was used to measure the outer diameter of the stent implant. The stent implant middle outer diameter measurement did not meet manufacturing criteria. The stent implant distal and proximal outer diameter met manufacturing criteria. Pin gauges were used to measure the inner diameter of the returned protective sheath. Product performance engineering was unable to complete the evaluation of the event at the time of this report. Results and conclusions will be forwarded upon completion.